Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-23774. All information has been consolidated into this report. Correction to aware date (g.3) of medwatch 2725685: 01-dec-2022.

Event description:
Patient initially reported "had to have another surgery ... Due to implants rupturing and anxiety due to them being recalled." The device was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: black, yellow and brown particles on the surface of the shell; observed opening striated on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "total capsulectomy, no other information at present." Healthcare professional later reported rupture and capsular contracture, baker grade IV. This relates to the left device. Device has been explanted.